Event description:
The pump was explanted and returned for analysis after 51.4 mos implant duration due to serious pt withdrawal symptoms. The pt was admitted to the hosp. The pump was interrogated and 18 ml were removed from the reservoir. No low battery alarm has been noted. The pump contained compounded baclofen. Final pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.